Event description:
It was reported that after insertion of the iab, arterial pressure could not be measured. The physician attempted a catheter exchange by passing a spring wire guide through the iab. The spring wire guide became stuck in the area of the catheter tip. The catheter and spring wire guide were removed together without any pt complications.